Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: during investigation, there were pump reboots observed in the black box. The pump was returned with moisture in the battery compartment. The pump was able to power on properly. A leak test passed as a leak was not found. The battery cap was able to fit for testing. The battery cap coin slot was slightly damaged. The battery cap height contacts was found to be out of specification. The intermittent power was not duplicated during the investigation. The pump was exercised for 24 hours with no loss of power duplicated. The pump was opened and there was no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.